Manufacturer narrative:
Manufacturing investigation evaluation: the complainant part was received in a plastic bag. The device was broken through one of the distal holes, which prevented the part from being inspected. The damage to the diameter of the broken piece was verified to be within tolerance as the part measures 9.11 and the allowable tolerance is 9.0 / 9.2. There were documented raw material issues that would not have contributed to the issue. All nail material at this time would have been of the same alloy; however; a controlled marking system was needed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: in addition to the received nail, whose investigation was reported on the previous medwatch, five (5) additional parts were received in a ¿worn condition,¿ but had no allegation of failure against them. The investigation noted no issues during the manufacture of those devices. Part information for those devices are provided below: part 04.005.540 / lot: 3592730 ¿ 5.0mm ti locking screw w/t25 stardrive 50mm for im nails; part 04.005.522 / lot: 3442432 ¿ 5.0mm ti locking screw w/t25 stardrive 32mm for im nails; part 04.005.522 / lot: 3393690 ¿ 5.0mm ti locking screw w/t25 stardrive 32mm for im nails; part 04.005.520 / lot: 1801774 ¿ 5.0mm ti locking screw w/t25 stardrive 30mm for im nails; part 04.003.000 / lot: 3509360 ¿ ti end cap t40 stardrive ext for femoral nails - ex. The exact root cause for the broken nail could not be determined; however, there was no indication for product related issues that would have caused the reported failure. The coding submitted on the previous medwatch (for the manufacturing investigation evaluation) is still applicable. No differing information was provided in the summary above that would change those codes. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials are unknown. Unknown when the device; patient reportedly started feeling pain on (B)(6) 2016. Additional product code: hwc. Implant date: unknown date in 2011. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 23, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the femoral nail broke postoperatively. The patient had initial surgery inserting the nail in 2011 (exact date is unknown). On (B)(6) 2016, the patient complained pain and was hospitalized. It was found that she had supracondylar femur fracture, and the implanted nail was broken at the same spot as well. The revision took place on (B)(6) 2016 to remove the broken nail and insert a non-synthes retrograde nail. The revision was successful and the patient is recovering well so far. The cause of the event was unknown. This is report 1 of 1 for (B)(4).